Manufacturer narrative:
After the device was returned a second time for the same reported event, the device was analyzed. Analysis confirmed the reported event, the main printed circuit board was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the battery release, ring cover and lead flex cover were contaminated, one side bail cover was broken, one case screw and the battery drawer o-ring were missing, the battery contacts were compressed and contaminated, the battery drawer was broken and contaminated, the keyboard was scratched and the battery flex was corroded. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main printed circuit board found out of electrical specification. Analysis also found upper and lower cases are broken and contaminated, battery release is contaminated, one bail cover is broken, ring cover is contaminated, lead flex cover is contaminated, battery contacts are compressed, battery drawer is broken and contaminated, keyboard is scratched, battery flex is corroded, and battery drawer o-ring is missing. It is noted there is evidence of device tampering as the lcd (liquid crystal display) is damaged; tabs that hold circuit board in place are bent. Battery received with device measured 8.91 volts (no load).

Event description:
It was reported that the external pulse generator (epg) did not pace for the minimum 15 seconds programmed when the battery drawer was opened and the battery removed. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that following the generator being returned to the customer unrepaired due to extensive damage, the customer has sent the generator back into service, for the exact same complaint.

Event description:
The epg was returned for repair.